Event description:
It was reported that the ilet user experienced recurrent hypoglycemia after meal announcements and had been predominantly selecting ¿less than¿ meals instead of usual meal entries, which constituted an incorrect use procedure involving the user interface. Symptoms included hypoglycemia with glucose levels reported below 39 mg/dl. Outcomes included minor injury of hypoglycemia resolved with glucose and additional carbohydrates. Investigation included communication with the user, analysis of information provided, and a review of reported data. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically improper meal announcement behavior via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions. The user was guided through a full reset with new consumables and reeducation on best practices for meal announcements.